Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device patient and orders did not crossing and not appering on the server. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device patient and orders did not crossing and not appearing on the server. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient and order data were not crossing. A technical support specialist (tss) identified the issue as being caused by a knowledge article "maximum amount of processing messages reached, skipping dequeue." A soft workaround was implemented using a powershell script to periodically scan and restart the messaging service. Case closure approval was received. The system functioned as intended after the technical support specialist troubleshot the device.